Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier was found misaligned during a surgery. Therefore, another applier was used instead. The applier was purchased by the hospital on march 2, 2021.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in march of 2020. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the jaws of the applier was found misaligned during a surgery. Therefore, another applier was used instead. The applier was purchased by the hospital on (B)(6) 2021.